Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. While troubleshooting, it was found that the pump started charging successfully with the original charging supplies, and the customer no longer needed assistance, leading to the closure of the case by technical support.